Event description:
The customer reported to physio-control that their device was showing a flashing service wrench and also logged an event code which would likely effect defibrillation therapy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer advised physio-control that they have retired their device from service due to the age of the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.